Manufacturer narrative:
Initial reporter name and address: (B)(6) medical university. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a varicose vein ligation procedure performed on (B)(6) 2022. During preparation, upon opening the device, it was noticed that the suture was detached and could not be used normally. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event.